Event description:
A report was received that the pt is having trouble with her stimulation. The pt's cardiologist reported that the stimulator might be causing the pt heart problems. No additional info is available.